Manufacturer narrative:
Customer chose not to return product to MFR even though suggested by mfg. Customer advised that they will replace flow indicator with a spare piece that they have on hand. Combat critical care (ccc) suspects that indicator broke off due to mishandling by customer. Ccc shipped 2 units but only 1 was affected.

Event description:
Broken hose connector.